Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: call service 052 and 054 alarms were observed in the pump's black box history. During testing, the pump performed the prime steps with no alarms. The pump was exercised for 24 hours on a 1 u/hour basal rate with no alarms occurring. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 054 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.